Event description:
Found during routine testing. Caller reported device is displaying service icon and the device has logged fault codes related to a failure of the device to hold a high energy capacitor charge. The device would not be able to reach full charge or to deliver a shock.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem but root cause was not determined. The customer declined repair and permanently removed the device from use.